Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in a 32-year-old female patient who had essure (batch no: 836499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy: birth ¿ complication". The patient's medical history included multigravida and parity 4 (on (B)(6) 2001, on (B)(6) 2003, on (B)(6) 2011, on (B)(6) 2013). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced pelvic pain ("pain"). On (B)(6) 2018, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and chest pain ("chest pain"), 7 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced dyspepsia ("gastrointestinal digestive system condition type: heart burn") and gastrooesophageal reflux disease ("digestive system condition type: acid reflux"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, dysmenorrhoea, back pain, menorrhagia, fatigue, alopecia, headache, nausea, weight increased, migraine, hypertension, pelvic pain, vaginal discharge, dyspepsia, gastrooesophageal reflux disease and chest pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2013. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no: (B)(4). The reporter considered alopecia, back pain, chest pain, dysmenorrhoea, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. On (B)(6) 2013 tubal ligation. Current weight 175 lbs. Following placement of the essure insert, there were 3 coils visible. On the coils were on the right left following placement there were 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: essure confirmation test unknown: bilateral occlusion, the coils were in place. Pregnancy test: on (B)(6) 2013: positive. Lot number: 836499, manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in a (B)(6)-year-old female patient who had essure (batch no. 836499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy: birth ¿ complication". The patient's medical history included multigravida and parity 4 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2011, (B)(6) 2013). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced pelvic pain ("pain"). On (B)(6) 2018, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and chest pain ("chest pain"), 7 years 2 months after insertion of essure. In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced dyspepsia ("gastrointestinal digestive system condition type: heart burn") and gastrooesophageal reflux disease ("digestive system condition type: acid reflux"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, dysmenorrhoea, back pain, menorrhagia, fatigue, alopecia, headache, nausea, weight increased, migraine, hypertension, pelvic pain, vaginal discharge, dyspepsia, gastrooesophageal reflux disease and chest pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6). The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered alopecia, back pain, chest pain, dysmenorrhoea, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. On (B)(6) 2013 tubal ligation current weight (B)(6) lbs. Following placement of the essure insert, there were 3 coils visible. On the coils were on the right left following placement there were 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test unknown: bilateral occlusion, the coils were in place. Pregnancy test - in (B)(6) 2013: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: migraine, blood pressure high, pelvic pain , vaginal discharge, heart burn, acid reflux, chest pain were added, lot number received. Outcome of pregnancy was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.